Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, after experiencing high blood glucose levels for two weeks. It was stated that the customer was at her doctor's office for a check up, and she was sent to the hospital with a blood glucose reading of 422 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The caller was advised that the insulin pump would be replaced. Nothing further was reported.